Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed frequent low battery alarms. During testing, the pump¿s current draws were found to be within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the returned battery cap had stripped threads. A test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.